Event description:
It was reported that a dexcom g7 continuous glucose monitor did not pair with the ilet, displaying three dashes on the ilet while the dexcom app read 218 mg/dl; the correct four-digit sensor code was verified and the customer attempted to reset the connection by toggling from g7 to g6 and back, then restarted pairing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond the inability to use the cgm data on the ilet. Investigation included customer troubleshooting and verification of the entered pairing code. Investigation of this case revealed an unsuccessful pairing between the cgm and the ilet without evidence of device damage. It was concluded that the event involved a communication or pairing failure between the cgm and the ilet without clinical harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.